Manufacturer narrative:
The two reported 1.5mm hex driver tip, locking groove were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 1 of 4) it was reported during surgery that while the insertion of the variable angle screws, the screwdriver shaft broke. The surgeon completed the insertion of the screw with the second driver. The second driver broke during the insertion of the next screw. No adverse patient consequences were reported. Requests for additional information were made to no avail. There are 4 related report numbers for this event 3025141-2024-00738, 3025141-2024-00763, and 3025141-2024-00764.